Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other metallic device is located centrally in the uterus and is not in the fallopian tube /the right essure device is displaced'), pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included gravida (7), endometrial ablation, gallbladder removal and parity (6-0-0-6). Concurrent conditions included anxiety, depression, pelvic pain female, hypertension, arthritis, gerd, chronic back pain, rheumatoid arthritis and migraine headache. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2013, esomeprazole from (B)(6) 2012 to (B)(6) 2013 and lisinopril from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish/anxiety"). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy (full)/ (B)(6) 2012 laparoscopic right salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: 1. Status post cholecystectomy. 2 . There are 2 metallic devices in the uterus. These may represent sterilization devices, such as an essure device. The left-sided metallic device does appear to extend into the cornua on the left side and into the proximal left fallopian tube. However, the other device is centrally located in the uterus. If this is an essure device, the right essure device is displaced and therefore the right fallopian tube could be patent. 3. Small follicle within the left ovary. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2012: uterus with bilateral fallopian tubes: 1. Adenomyosis, uterus. 2. Benign secretory phase endometrial mucosa. 3. Essure device present within the fallopian tube ostia. 4. Squamous metaplasia of the endocervical mucosa, uterine cervix. Vascular congestion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal pain, pelvic pain, depression, anxiety and dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs & mr received. New events were added: abnormal bleeding (vaginal, menorrhagia) and anxiety/mental anguish. Event psych injury was updated to depression. Onset date of the event menorrhagia was added. Reporter information, medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events: abdominal, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.